Manufacturer narrative:
The device used in the reported event was discarded at the facility and it is not available for evaluation. The lot of the device was not recorded therefore we were not able to review the lot manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A surgeon in the (B)(6) reported that during a procedure the cutter stopped working. He mentioned a change in pitch and that the cutter then stopped cutting and it was pulling on the vitreous. The pack was changed and the procedure was completed. There was no impact to the patient.